Event description:
Pt had a fentanyl pca ordered; 2500 mcg/50ml status post hemicolectomy, pca was hooked up to pump. Pt used first push of pca button and became hypoxic and bradycardic within 1 min. Code blue was called. Pt intubated and transferred to ICU. Alert and oriented next day. After review only 17ml of fentanyl remained in bag. Unsure if I was a free flow from the tubing or if pump delivered that amount. When history looked at on pump, 0 volume was registered. Unsure if there was a pump malfunction or tubing malfunction; from curlin medical.